Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they couldn¿t charge due to the implant being at an angle. No external factors were known to have contributed to the issue. An x-ray was performed that verified the implant was at too much of an angle. Surgery was planned for some time in the next couple of weeks to revise the implant pocket. The issue was not resolved at the time of the report. It was noted that the implant was discharged. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had a large amount of fatty tissue and the healthcare professional thought the stimulator moved to the angled position after implant. Surgery was possibly going to be (B)(6) 2019 to resolve the issue. It was noted that it was nearly impossible to get any charging connection with the stimulator.